Event description:
It was reported that the device was found to be in backup mode. It was noted that the patient had underwent a magnetic resonance examination causing the backup mode. Programming was performed, and the device was successfully restored. There were no adverse health consequences, the patient was stable.